Event description:
Customer reported issues with the insulin pump. Customer states that they were experiencing highs and lows. Customer might have pressed the bolus button by accident when she was trying to wipe off the magnet. Customer states she knew that the insulin pump was not supposed to be exposed to an MRI. The blood glucose reading is 64 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).